Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.

Event description:
Affiliate reported that the microsensors displayed a negative pressure reading and the valve was no longer programmable.